Manufacturer narrative:
This report is submitted january 2, 2020.

Manufacturer narrative:
This report is submitted on november 11, 2019.

Event description:
Per the clinic, the patient experienced an extrusion of the implant which was treated with antibiotics, a repositioning of the implant and the skin flap was revised. After 6 months the device once again extruded whereupon the device was explanted on an unknown date. It is unknown if another device was implanted.